Manufacturer narrative:
The insulin pump received with operating currents with spec and passed self-test. However, unit alarms motor movement error alarm during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to motor movement error. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received pump error. No further information provided.